Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument experienced reagent level sense errors on all cartridges loaded on the reagent carousel wheels. Customer also stated that they found a leak under the reagent probes in the drip tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the level sense bead on probe a. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).